Event description:
The device gives off a little beep, even though the battery is in date until 2022

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. Upon receipt at heartsine, the device could not be powered on with the returned pad-pak and a flashing red status indicator was observed alongside a failure chirp, as per the reported fault. The investigation confirmed the pad-pak was depleted beyond any use. This was due to a breakdown of tracks on the membrane between track 5 (status_led_a) and track 10 (+3.3v), which had led to leakage current between these lines and a high current drain on the device resulting in no green status led. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The device gives off a little beep, even though the battery is in date until 2022